Event description:
Pt reported that they are not sure if the priming is working properly with the new cadd extension tubing set they received. Pt reported that when they prime it, the medication does seem to be dripping from the tubing and the pump keeps alarming, notifying them to unhook and retry. The product fault did occur while in use with the pt, however, it is unknown if it caused or contributed to clinical injury. The pt advised that they tried to switch to their backup pump but to no success. It is unknown if the pt experienced interruption to their life-sustaining infusion. Pt reported they will contact their nurse clinical educator and follow-up with the pharmacy if they have any further issues. It is unknown if the pump or the tubing are available for investigation. The pump was not replaced. The pt did not provide the serial number of their cadd solis pump or the lot number for the cadd extension tubing. The event is ongoing. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current remodulin dose is 25 ng/kg/min. No additional details, dates, or information provided. Diagnosis for use: pah.